Event description:
The customer reported no audio alarms on client one and client two of the obtv monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported no audio alarms on client one and client two of the obtv monitor. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.